Event description:
It was reported that the user experienced repeated dexcom g7 continuous glucose monitor pairing prompts on the ilet, with the pump instructing to edit the pairing code each time it was unlocked, and two sensors failed to pair before a third sensor paired successfully and produced readings. No clinical symptoms associated with no continuous glucose data from the first two sensors. Outcomes included interruption of cgm data and transfer to dexcom without medical intervention. Investigation of this case revealed that the user did not exit the pairing screen and entered an incomplete three-digit pairing code, which triggered the repeated edit-code prompt and prevented pairing with the first two sensors; no device hardware malfunction was identified. It was concluded, based on previously established findings for similar reports, that user interaction and use error were the most likely causes.